Event description:
It was reported that during a da vinci hysterectomy procedure, while the surgeon was removing the patient's uterus using the monopolar curved scissors instrument with the mcs tip cover installed, it was observed that the mcs instrument burned a hole through the mcs tip cover accessory, causing a burn to the patient's uterus, which was being removed as part of the surgical procedure. There was no report that any fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the hospital's robotics coordinator who initially reported this complaint. According to the robotics coordinator, she was not present during the surgical procedure and that the information regarding the reported event was provided to her by the hospital's surgical technician who was present during the surgical procedure. The robotics coordinator indicated that the surgical technician observed that the surgeon was separating the patient's bladder from the uterus using the mcs instrument. The mcs instrument was resting on the patient's uterus when energy was observed coming 1 to 1/2 cm from the mouth of the mcs tip cover accessory. The mcs instrument was immediately removed from the patient and a replacement mcs instrument and tip cover were installed to complete the surgical task. According to the robotics coordinator, since the patient's uterus was being removed as part of the surgical procedure, there was no impact to the patient and the patient did not experience any intra-operative complications as a result of the arcing event. The robotics coordinator indicated that examination of the mcs tip cover accessory found that it exhibits a hole where the arcing event occurred. The robotics coordinator indicated that the mcs instrument, tip cover and cannula were inspected prior to use and there were no damages noted to any of the devices. The robotics coordinator stated that the mcs instrument and tip cover are available for return to isi for evaluation. According to the robotics coordinator, she does not know the date that the patient was discharged from the hospital; however, there has been no report that the patient experienced any post-surgical complications as a result of the reported event.

Manufacturer narrative:
The mcs tip cover accessory and mcs instrument have not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the tip cover or instrument are returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, arcing from the mcs instrument with the mcs tip cover installed occurred. While there was no reported harm to the patient, recurrence of reported failure mode could likely cause or contribute to an adverse event.